Event description:
Reportedly, an increase of the ventricular threshold was spotted during an in-clinic follow-up.

Event description:
Reportedly, an increase of the ventricular threshold was spotted during an in-clinic follow-up.

Manufacturer narrative:
Additional information: production record review shows that the lead related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The review of patient records show intermettent ventricular capture. A follow-up will be carried out and the new patient files will be provided. Once reviewed, a new follow-up MDR will be performed.

Event description:
Reportedly, an increase of the ventricular threshold was spotted during an in-clinic follow-up.

Manufacturer narrative:
The production record review shows that the lead related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The review of patient records show intermettent ventricular capture since 3 months post implantation this observation my suggest an issue with the lead positionning since the implantation. No additional patient files were provided. The abnormal electrical behaviour (intermittente capture) may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality (reprogramming of the device out put). Depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the proper operation of the v lead. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.